Manufacturer narrative:
Date of event: exact date unknown, event occurred in the middle of february.

Event description:
It was reported that the patient had lost weight and was having irritation due to pocket site pain. The patient underwent a device repositioning procedure wherein the pocket site was moved a little higher above the waist. The patient was doing well postoperatively.